Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3415/7765414, tgt3720/7007681) and a gore® introducer sheath with silicone pinch valve (ts2430/7731198) to repair a descending thoracic aortic aneurysm. It was reported during the procedure the access vessel (right common iliac artery) suffered a dissection and was repaired by implanting a bare metal stent. The patient lost 850 ml of blood during the procedure. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up examination showed no adverse event. On (B)(6) 2010, it was confirmed that the patient was fully recovered from the dissection. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations showed no adverse event.